Manufacturer narrative:
E1: reporting facility us state was added. H3, h6: siemens healthineers has completed the investigation of the reported event. It was initially communicated that a 72-year-old patient alleged that she was injured on (B)(6) 2021 during a breast MRI, causing her to suffer a crushing rib fracture injury. Siemens healthineers was informed about this issue on (B)(6) 2023. The initial information from the customer stated that the issue occurred on a magnetom symphony syngo mr system (serial no. (B)(6)). Siemens healthineers also received the information that the event occurred on a magnetom avanto system (material no. 7391167, serial no. (B)(6)). Siemens healthineers interviewed a representative from radnet management to gain more information about the incident. According to the information provided, the patient pressed the squeeze ball as she was entering the mr system stating she felt the bore hugging her chest. Allegedly, the mr technician then manually removed her from the bore without completing the exam and there was no indication in the clinical notes that the patient was trapped or of any associated injury. According to the provided information, the patient had an x-ray while still at the facility on (B)(6) 2024 which was read by the radnet clinical medical director, who is also a radiologist there. Allegedly, there was no evidence of an associated rib fracture. Allegedly, the mr tech stated the machine "broke down" but the representative was not able to provide any specific details. Since siemens healthineers was informed about this issue more than two years after the occurrence, no further investigation was possible. This complaint has been closed. H11 corrected data: d1 ¿ d4, g4: corrected medical device information per additional information provided by the reporting facility. H11 corrected data: d1 ¿ d4, g4: corrected medical device information per additional information provided by the reporting facility.

Event description:
Siemens healthineers became aware of a patient incident. The patient alleges that she suffered fractured ribs while having a breast MRI procedure.

Manufacturer narrative:
Siemens healthineers interviewed a representative from radnet management to gain more information about the incident. According to the information provided, the patient pressed the squeeze ball as she was entering the mr system stating she felt the bore hugging her chest. Allegedly, the mr technician then manually removed her from the bore without completing the exam and there was no indication in the clinical notes that the patient was trapped or of any associated injury. Allegedly, the mr tech stated the machine "broke down" but the representative was not able to provide any specific details. The mr system has been deinstalled by the customer and is therefore not available for evaluation by siemens healthineers. Siemens healthineers does not have any further information regarding this incident.